Manufacturer narrative:
Section d2 section h6 evaluation codes were updated due to device evaluation: method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g04051. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. T was reported that while in use on a patient, this pb560 ventilator did not continue to deliver breaths. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found unit's turbine was faulty since it didn't pump air. However, the unit was not repaired as it was not authorized by the customer. With the information available, the cause of the event was isolated in the field to a potential fault in the turbine. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: the device has been received at the service center and is under analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this pb560 ventilator did not continue to deliver breaths. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Correction: section h6 evaluation codes were updated due to device evaluation: component code (annex g) remove g04051 and add g02005 h3 device evaluation summary: correction medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb560 ventilator did not continue to deliver breaths. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the unit's power management printed circuit board (pcb) was "burned out due to short circuit and the turbine would not pump air" repair was not authorized by the customer. With the information available, the cause of the event was isolated in the field to a potential fault in the power management pcb. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.